Manufacturer narrative:
(B)(4). A revision procedure was scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a change in morphology due to elevated heart rates lead to t-wave oversensing and an inappropriate shock. The patient received three subsequent inappropriate shocks. The signal amplitude changes and morphology changes were noted. X-ray was performed and confirmed the electrode was moving. As a result, a revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain further information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was provided that the electrode was removed. It was also noted some noise was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device manufacture date for this product is august 20, 2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information as the electrode was repositioned due to decreased amplitude. No additional adverse patient effects were reported.